Event description:
It was reported that during a breast case, the plastic housing of the smoke evacuation tubing of the pb2se broke and fell into the breast pocket of the patient. The surgeon was able to retrieve the broken plastic piece. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a breast case, the plastic housing of the smoke evacuation tubing of the pb2se broke and fell into the breast pocket of the patient. The surgeon was able to retrieve the broken plastic piece. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned, photograph provided.